Manufacturer narrative:
Per field representative's reply, this lead was discarded by the staff. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had micro-dislodgement after initial implant. High pacing thresholds were also noted at post check up. The rv lead was explanted. No additional adverse patient effects were reported.